Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and was unable to duplicate the error. Troubleshooting was performed and it was found that the pump was functioning as when a new cartridge was loaded.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.